Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the co2 absorber canister was cracked. The co2 absorber canister was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak, discovered during preuse checkout. There was no report of patient involvement.